Manufacturer narrative:
The operating room floor was not flat, which explains why the actuator foot did not touch the ground when it moved down. A manual readjustment of the hydraulic actuator foot is necessary in this case at the beginning of the surgery. Rosa¿ users are instructed in the IFU to check the position of the device and its environment when using the robot stand stabilization system and adjust if necessary.

Event description:
During device set-up at the start of surgery, surgeon noticed that device was not stable despite of immobilization system in place: one of the two front hydraulic actuators seemed not to reach the ground sufficiently. To resolve the issue, device was disconnected from the patient, the hydraulic actuators were re-adjusted to ensure a good stability and patient was reconnected to the device.

Manufacturer narrative:
Upon further assessment of this complaint: the stabilization system was inspected, the technician noted during testing that the system was stable on a flat floor but that when placed in the actual operating room, the device could not be stabilised. It was noted that the floor is not level, there is a significant slope. The component was repaired: fixing the left front hydraulic actuator by unlocking the nut screw previously locked + readjustment of the levelling foot. Root cause: locking screw twisted, unable to loosen for adjustment. It is noted that a CAPA is open concerning user reported issues for the hydraulic stability system, reference CAPA, (B)(4).